Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a drainage procedure performed on (B)(6), 2010. According to the complainant, during preparation, the physician noticed the tip of the device was almost detached. There was no visible damage to the package. They did not use this device for the patient and the procedure was completed with another jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed and the root cause could not be determined. If any further relevant information is identified, a supplemental medwatch will be filed.